Manufacturer narrative:
The technician found the caster supports were broken and the steering caster was damage. He replaced the three supports and the steering caster to repair the bed.

Event description:
Information received indicates the brake will not hold.